Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a low battery alert and a failed battery test alarm. Customer tried using two different and new batteries to no avail. The customer's blood glucose reading was 95 mg/dl. The customer was unable to complete troubleshooting because he did not have new batteries to test. The customer was advised to call back if problems persisted. Nothing was replaced or returned.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating current within specs. No unexpected low battery alarm were noted. Unite passed displacement test, self test, off no power test and all operating current test.